Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation-requested, not provided. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the procedure was done, the 6fr angio-seal device was used for femoral closure. Angio-seal device (anchor) was stick in the sheath upon insertion. Then doctor inserted with a new angio-seal and the deployment was success. The patient was reported to be fine. There was no patient injury, or medical/surgical intervention. Additional information was received on 23feb2020. The type of procedure being performed was an angiogram with a 6fr procedural sheath used. There was a pre-deployment angiogram performed. Additional information was received on 25feb2020. The patient's condition was confirmed to be stable. Additional information was received on 03mar2020. The angio-seal device was used to enter the patient's body.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.